Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 240 units of insulin, and the insulin gauge remained static at 105 units. The customer declined to perform troubleshooting with tandem technical support. The customer's blood glucose level was 130 mg/dl.